Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away. The cause of death was hypoglycemia. The customer¿s blood glucose level was 2.4 mmol/l at the time of death. Customer was diagnosed with eating sugar. It was unknown whether customer was using sensors. It is unknown if the caller will return the insulin pump for analysis.

Event description:
The cause of death was unknown. Customer had low blood glucose prior to passing. Customer passed on (B)(6) 2022. Customer called and said there was no infusion alarm after changing the set. Customer was having a low of 2.4mmol/l. She tried to raise the blood glucose by eating and tried to contact ambulance but was told it was difficult to seek medical treatment because of the epidemic. The hotline told the user to disconnect and stop the pump infusion and told her about the hypoglycemic treatment method. The customer and her family refused to stop the pump. Later customer's family called back and said customer passed in the morning because the ambulance did not arrive in time and the rescue was ineffective. Pump was used at passing. Pump does not have sensor feature.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.